Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the "up" button is responding intermittently as the contacts were misaligned.

Event description:
This complaint is being reported due to an alleged keypad malfunction. Keypad button presses did not activate desired pump functions. Furthermore, there was no adverse event associated with this complaint.